Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that scs leads were exposed. Admitted to the hospital and in preparing to explant system. Pe (B)(4) for mrs/previous wound event. Pe (B)(4) for pump event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3986ilc, serial/lot #: (B)(6), ubd: 11-sep-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.